Manufacturer narrative:
It was reported that the pt was an (B)(6) male with a history of high blood pressure, atrial fibrillation, asthma, was in poor health and developed a giant sarcoma in the left femoral area. A death certificate has not been provided; however, it was reported that the pt went into shock from bleeding and damage to the kidneys. We have requested additional info including product identifiers, copies of medical info/records, and the death certificate. At this time, we do not have the lot number of the davol product in question and are unable to perform a review of the device history records. In follow-up with the surgeon it was reported that he did not regard this event to be a manufacture related issue. At this time it cannot be determined if the device could have caused or contributed to the pt's postoperative complications. Based on the info provided at this time the pt's death does not appear to be due to the davol device. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol: allegedly, the pt was implanted with a bard composix kugel mesh during an inguinal hernia procedure performed in 2011. Following implant, the pt developed a 1cm size wound disruption developed from the median incision, but it was interpreted as a negative reaction with a blood test. Therefore, the pt had been treated at home. A mesh was seen from the wound disruption and an infection may have been developed from the wound. The pt later developed a giant sarcoma at the left femoral area. When bleeding developed in (B)(6) 2013, the pt was hospitalized. The pt improved but bleeding developed again in (B)(6). The pt's condition became worse resulting in kidney damage and the pt died on (B)(6) 2013. The cause of death was reported to be due to the pt going into shock from bleeding.